Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("she has had increasingly heavier menstrual periods with blood clots for 6 years") in a 44 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was mirena (levonorgestrel). On (B)(6) 2015, the patient had essure inserted. An unknown time later she experienced heavy menstrual bleeding (seriousness criterion medically important), fatigue ("fatigued") and ear infection ("for 4 years, she has had repeated otitis"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, fatigue or ear infection. The reporter commented: for 6 years I have had increasingly heavier menstrual periods with blood clots. My gynecologist had to insert a mirena intrauterine device in me to decrease the flow. For 4 years, I have had repeated otitis. I even have to wear earplugs to wash my hair. I have been followed up by otorhinolaryngology for 3 years. I have to see them every 3 to 6 months. I feel fatigued and these adverse effects are very constraining. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 29-jul-2022. The most recent information was received on 09-aug-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("she has had increasingly heavier menstrual periods with blood clots for 6 years") in a 44 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was mirena (levonorgestrel). On (B)(6) 2015, the patient had essure inserted. An unknown time later she experienced heavy menstrual bleeding (seriousness criterion medically important), fatigue ("fatigued") and ear infection ("for 4 years, she has had repeated otitis"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, fatigue or ear infection. The reporter commented: for 6 years I have had increasingly heavier menstrual periods with blood clots. My gynaecologist had to insert a mirena intrauterine device in me to decrease the flow. For 4 years, I have had repeated otitis. I even have to wear earplugs to wash my hair. I have been followed up by otorhinolaryngology for 3 years. I have to see them every 3 to 6 months. I feel fatigued and these adverse effects are very constraining. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-aug-2022: quality safety evaluation of product technical case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.